Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
A dissection occurred during the advancement of the 0.014" guidewire while we were on flow reversal. After two attempts to cross behind the dissection, the team decided to close the area the arterial sheath was in and reenter the carotid proximal to the initial site. The surgeon was then able to access the rica and cover the dissection with a secondary stent (10x40).

Manufacturer narrative:
Complaint investigation underway.

Event description:
A dissection occurred during the advancement of the 0.014" guidewire while we were on flow reversal. After two attempts to cross behind the dissection, the team decided to close the area the arterial sheath was in and reenter the carotid proximal to the initial site. The surgeon was then able to access the rica and cover the dissection with a secondary stent (10x40).